Event description:
It was reported that noise, oversensing on both the atrial and ventricular channels was observed on the pacemaker as well as loss of capture. The patient presented for a follow up in clinic for further testing and it was found that the patient was having a medical procedure with cautery being used when the electrocardiogram (egm) was collected on (B)(6) 2023. All parameters tested normally. The physician believed the cautery was the cause of the observations on (egm). No programming changes were made. The patient was to be monitored remotely. The patient was stable before, during and after interrogation.